Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The service actions appeared to have resolved the issue.

Manufacturer narrative:
As calibration and quality control were acceptable, a general reagent problem could be excluded. The field service engineer replaced a sample probe, which appeared to have resolved the issue. The investigation is ongoing.

Event description:
There was an allegation of a questionable high gluc3 glucose hk gen.3 result for one patient sample from the cobas integra 400 plus analyzer. The initial result was 134 mg/dl. The repeat results were 93 mg/dl and 94 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 56521001 with an expiration date of 31-oct-2022.